Event description:
Rn was called into pt room by respiratory therapist. Respiratory therapist stated "the vent quit. I need you to bag the pt. "Rn did so. Respiratory therapist then went through troubleshooting with the ventilator unable to determine what went wrong, so ventilator was removed from room. Pt seemed to tolerate without problems. Pt felt a little dizzy: went away quickly. Oxygen saturation came up quickly. Ventilator is sequestered in biomedical engineering.